Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to address the issue. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided.